Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted on (B)(6) 2012; dtbb1d1 ICD, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.